Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. His blood glucose was 45 mg/dl. The customer stated that he treated by drinking 2 glasses of orange juice and eating a meal. He was offered troubleshooting on the pump for his low blood glucose but he declined. The sensor will not be returning for analysis. The insulin pump will not be returning for analysis.